Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service there was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board needs replaced and the software needs reloaded to address the issue. The device was scrapped. In previous report, section b: the software needs reloaded to address the issue was incorrect. In this report, section b: the software was not reloaded to address the issue. So, it is corrected in this report.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board needs replaced and the software needs reloaded to address the issue. The device was scrapped.